Event description:
The customer complained that cap dat survey sample yielded a false negative reaction with anti-human globulin anti-igg, c3d; polyspecific. The customer returned neither the cap survey sample nor the supposedly defective product. Therefore our quality control laboratory tested its cap survey sample with the retained sample of anti-human globulin anti-igg, c3d; polyspecific. The cat dat survey sample correctly reacted positively. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg, c3d; polyspecific functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report for this incident.